Event description:
A hospital in another country, reported to our distributor that during the setting up of an rt204 adult breathing circuit to a ventilator, hospital staff found it impossible to connect an electrical adapter to the inspiratory tube of the breathing circuit as the pin for the heater wire was bent. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Attempts were made to insert a dual heater wire adapter to each heater wire plug of the breathing circuit. One of the pins on the expiratory tube was found to be slightly bent, preventing the insertion of a heater wire adapter plug. A lot check revealed no other complaints of this nature for this lot number. Conclusion: recent improvement were made to the production process with the aim of preventing bent pins from passing the production test, through prior identification and rejection of damaged heater wire pins. This has reduced the number of such complaints in recent times. This event occurred after the production improvements were implemented. It is possible that the damaged pin in this case, whilst passing the final electrical resistance test, was further damaged during set-up and connection of the equipment. We are unable to determine the exact cause. Our monitoring and trending of this type of event has a rate of occurence of 0.001% worldwide in the last year.